Manufacturer narrative:
(B)(4). The device has not been explanted. It should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The implant was working fine since the first fitting. Six weeks ago, the parents reported that the child could not hear anymore. No trauma was reported.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
The implant was working fine since the first fitting. Six weeks ago, the parents reported that the child could not hear anymore. No trauma was reported.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The implant was working fine since the first fitting. Six weeks ago the parents reported that the child could not hear anymore. No trauma was reported. The patient has been re-implanted on (B)(6) 2017.